Manufacturer narrative:
The technician replaced the power supply module to repair the bed.

Event description:
Information received indicates, the bed has no functions working from the controls on the siderails.